Event description:
The breast milk storage bags have an exceedingly high rate of failure. More than half of the bags I have used have leaked, resulting in contamination of the contents during thawing and loss of the contents. Given the high rate of failure (33% of consumers), they should not be sold as milk storage bags for holding liquid contents for infants. (B)(6) on their website, there are a high number of reviews indicating the same failure indicating that the manufacturer is very aware that this is a problem consistent among all batches. FDA safety report ID # (B)(4).